Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded and discolored. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to be faded and discolored making the display difficult to read. The pump display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the battery compartment was found to be cracked and the battery cap returned with the pump was found to have damaged threads. The pump history was reviewed and found that power events had occurred which were duplicated during testing; the returned battery cap was unable to secure to the pump resulting in power loss. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.